Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host console unit was not switching on. Review of system log files could not confirm the malfunction. Upon troubleshooting, fse found that there was loose connection in the host pc. The philips engineer reseated all connections in host pc. After reseating all the connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not switching on. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.